Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture, intermittent loss of sensing, and >2500 ohms lead impedance. The impedance was normal via an analyzer. When the leads were disconnected for testing, corrosion was found in the connecter.

Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture, intermittent loss of sensing, and >2500 ohms lead impedance. The impedance was normal via an analyzer. When the leads were disconnected for testing, corrosion was found in the connecter.